Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1909750: 300 items manufactured and released on 3-mar-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, 207 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 4months after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner successfully. The surgeon decided to implant an l head instead of an m intraoperatively, due to the patient was a few millimeters short so he wanted to go up on the hip bone.